Event description:
A lens was opened intraop for implantation. The lens was implanted and it was noted by doctor that the lends was defective. It had a crack in the center of it. The lens was removed and replaced with an identical lens. The case finished with no further issue.